Event description:
It was reported patient's IPG lost communications with all external devices following two 3.0T MRI scans and an unrelated spinal procedure. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.E1 - Reporter Phone Number: (b)(6)